Event description:
Company has received information which suggests one of company's sc9000xl physiological patient monitors was involved with the death of a patient. The information received indicates the patient had a dual chamber ddd pacemaker and died because of a fatal asystole, which had been masked by the erroneous detection of pacemaker pulses, as true qrs signals. The customer name and date of the event is unknown at this time.